Manufacturer narrative:
G4: 25jun2020 b4:(B)(6)2020. The field service engineer (fse) replaced the battery to address the reported issue. Per (fse) the unit was not in use on patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
The customer reported that the unit have a battery failure. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on patient , but there was no patient harm reported. Patient information and repair information were requested from the customer, but no response received.